Manufacturer narrative:
The pump was unable to vibrate during the self test due to a broken vibrator black wire. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was unknown. During troubleshooting, customer confirms that they are using (B)(6) batteries. It was reported that pump did not vibrate at the first vibrate test. Insulin pump failed another series of vibrate test. Customer was advised that insulin pump would need to be replaced.